Event description:
Boston scientific received info that this pt, implanted with this device and electrode in (B)(6) 2015, was being evaluated for possibly system infection. The physician is evaluating the need for system extraction. Boston scientific received info from the local rep that the pt was prescribed oral antibiotics. Subsequently, boston scientific received info that the local rep spoke to the physician. The physician reported that the pt's incision is improving and no extraction procedure will be undertaken at this time. No cultures were obtained and the pt remains on antibiotics.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific medical records received info from the local rep that this pt was presented back to the electrophysiology (ep) lab. The device and electrode were explanted due to infection.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation wil be updated should further info be provided.